Manufacturer narrative:
(B)(4). We received one used, quarter filled easypump ii lt 100-50-s without packaging. The received sample was taken to a visual inspection. Damages were not detected. In as-received condition the white clamp as closed. The original wing cap was not returned by the customer; the patient connector was not closed. After opening the top cap and removing the closing cone, we detected crystallized drug residues at the filling port (lli-cone). Furthermore we detected crystallized drug residues at the lla-cone of the patient connector. We did not detect air or something else inside the tubes. Additionally the sample was filled with 60 ml nac1 0.9% anda functional leak test was carried out. After opening the white clamp and waiting for a while the pump worked (solution was running). Leakages were not detected at the sample. Furthermore we tested the flow rate of the received sample. Nominal: 2 ml/h; actual: 2.6 ml in 1 h; 4.8 ml in 2 hrs; 7.0 ml in 3 hrs. During the test of the flow rate we did not detect any leaks at the sample. We have informed our manufacturer accordingly. A follow up report will be provided after the statement is available. Reviewed the device history record and there were no defect encountered during in process inspection and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by (B)(4)): patient received an easypump lt 100-50 filled with 88cc fu + 11cc nac1 0,9% (total 99cc) on (B)(6) at +/- 15.00h. Patient was planned to remove the easypump on (B)(6) but on (B)(6) at 22.00h the pump was already empty. As a consequence of this event the oncologist fears that such a deviation (more than 10 hours earlier than planned) could possibly be harmful (e.g. Overdosing) for the patient.